Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced poor barrier separation of sample, underfill or low draw during use. The following information was provided by the initial reporter: stage: centrifugal testing. Defects: the centrifugal detection effect is not good, the negative pressure is quantity: the insufficient negative pressure were about 100, and the centrifugal effect is not good were about 10. Impact: the defect did not cause the patient to re-puncture and collect blood, and there was no impact on the use of personnel.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-01-04. H6: investigation summary: bd received 10 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to poor serum or low draw were observed. Twenty retention samples were visually inspected and a physical test was performed on the tubes to test for draw. Twenty (20) retention samples were reviewed and tested using a draw station. All retention samples met specification requirement when tested. There were not any failures noted during the draw volume testing. Returned samples and control showed no difficulty encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, (poor serum/low draw) because the defect was not evident in the testing of the complaint lot samples. Visual evaluations of both complaint lot (customer samples) and control samples demonstrated clinically acceptable performance for all visual observations evaluated. Laboratory analysis of samples indicated that these tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer(r) serum blood collection tubes experienced poor barrier separation of sample, underfill or low draw during use. The following information was provided by the initial reporter: stage: centrifugal testing. Defects: the centrifugal detection effect is not good, the negative pressure is quantity: the insufficient negative pressure were about 100, and the centrifugal effect is not good were about 10. Impact: the defect did not cause the patient to re-puncture and collect blood, and there was no impact on the use of personnel